Manufacturer narrative:
Initial reporter is synthes sales representative. Device history lot part # 319.006; synthes lot # 5889546; supplier lot # na; release to warehouse date: 14 oct 2008; manufactured by synthes (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device evaluation: visual inspection: visual inspection of the returned depth gauge performed at customer quality confirmed the condition of needle breakage, which agrees with the reported complaint condition; as such the complaint is confirmed. The needle has broken off at its interface with slider body. The broken off needle portion and protection sleeve components were not returned. Dimensional inspection: inspection of the relevant feature, the needle, was unable to be completed as the subcomponent was not returned. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the design specifies the needle component to be manufactured from 316l extra hard stainless steel. During the device history review no non-conformances were noted. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Conclusion : a definitive root cause for the needle breaking could not be determined based on the provided information. It should be noted that the missing protection sleeve component has primary function of protecting the needle component from damage. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, the sterile processing department (spd) personnel discovered that the metal tip of a depth gauge broke off the plastic sleeve. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).